Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl. Patient's other blood glucose value was 507 mg/dl. Customer reported blank display and scratches on the screen and a crack on the corner where you put the coin to turn the battery cap off is a little scratched. The customer was treated with insulin pump. Customer declined trouble shoot for high blood glucose. The device was expected to be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had minor scratched lcd window, cracked case at display window corners.